Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with anterior colporrhaphy. It was reported that following insertion the patient experienced pain, and erosion. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to exposed mesh. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh excision and cystourethroscopy on (B)(6) 2012 due to mesh exposure, pelvic pain, and dyspareunia.